Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed low reservoir. Customer's blood glucose reading was 140mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive esc buttons due to unlocked connector at lcd board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.